Manufacturer narrative:
Qn#(B)(4). A device history record review could not be performed as no lot number was provided. The IFU provided with this product notifies the user to reset the tourniquet before each application. Corrective action is not required at this time as the probable cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed since a correct lot number was not provided by the customer. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: patient driver of vehicle involved in mva. Patients right leg compressed between dash, right footwell, firewall and floor pan. Unable to assess complete lower right leg for life threatening hemorrhage. Tourniquet applied to superior right thigh above inferior compound r) femur. When patient being extricated from vehicle, tourniquet released due to clip popping off from body of device. Paramedic was manipulating patients r) thigh and body in attempt to insert extrication board at time.

Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that: patient driver of vehicle involved in mva. Patients right leg compressed between dash, right foot well, firewall and floor pan. Unable to assess complete lower right leg for life threatening hemorrhage. Tourniquet applied to superior right thigh above inferior compound r) femur. When patient being extricated from vehicle, tourniquet released due to clip popping off from body of device. Paramedic was manipulating patients r) thigh and body in attempt to insert extrication board at time.